Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely reason for the reported failure is user error, specifically using the device without proper irrigation. The complaint allegation was confirmed based on the customer's attached picture (ar-9831.jpg) where the device is displayed with damaged on the tip.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/20/2023, it was reported by a sales representative via email that an ar-9831 apollorf i90 aspirating ablator released flakes into the patient's shoulder joint due to overheating. This was discovered during an rcr procedure. The debris was removed with a shaver suction, and an ar-9821 apollorf xl90 aspirating ablator was used to continue decompressing. The apollorf i90 was being used through a passport cannula and a gemini cannula. Nothing else regarding the case seemed abnormal. There was no noticeable rubbing against bone or other instruments. The consistent run time was causing increasing heating, which resulted in the released debris for the apollorf i90 sleeve. The device ran for approximately three minutes after it started to flake off. Additional information received on 11/22/2023: the case was delayed roughly two minutes while opening the ar-9821 apollorf xl90 to complete the case. No additional anesthesia was administered, and the patient suffered no negative effects on or after the surgery.